Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a hawkone directional atherectomy catheter to treat a severely calcified chronic total occlusion -100% in the mid left superficial femoral artery(sfa). The vessel was moderately tortuous. The device was prepped as per the IFU with no issues identified. The procedure used a 0.014" nitrex guidewire. It was reported that the wire split through the wire port during atherectomy. The procedure was completed by angioplasty. No patient injury was reported.